Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a circumcision, the sutures broke while suturing. They replaced with the same model of the sutures to complete the surgery. There was no patient injury.